Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: modern endovascular management of chronic total carotid artery occlusion: technical results and procedural challenges. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: 0.027" phenom microcatheter (medtronic, irvine, ca), pipeline flow-diverting stents (medtronic) headway deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. The causes of death were: reperfusion syndrome: 1 death, progressive stroke and futile recanalization: 1 death, progressive stroke and failure of recanalization: 1 death among patient adverse events included: procedure-related symptomatic complication 6 (30) procedure-related permanent mortality 1 (5). Technically successful recanalization did not always improve outcomes in patients with progressive stroke; one patient died due to stroke and comorbidities (case 15), while another patient presented an early stent occlusion and was subsequently recanalized (case 4). In the perioperative period, one patient presented a retroperitoneal hematoma requiring prolonged hospitalization. One patient showed a massive reperfusion hemorrhage, leading to subsequent in-hospital death. One patient presented transient symptoms due to reperfusion syndrome. Three patients (15%) presented transient symptoms due to early reocclusion but without permanent morbidity. The overall symptomatic complication rate was 30% but the permanent procedure-related morbidity and mortality rate was 5%. No further information was provided pertaining to medtronic products.